Event description:
Faulty deployment of evt device.

Event description:
The pt with a history of coronary artery disease, had undergone previous coronary artery bypass graft. Pt had known recurrent coronary artery disease and had a reduced ejection fractrion of 30-35%. After cardiac evaluation, pt was felt to be a suitable candidate for repair of abdominal aortic aneurysm. Pt had an asymptomatic aneurysm which measured approx 5.5cm in greatest diameter. Pt had had two previous abdominal procedures for colon cancer and had a colostomy in place. Pt had also received radiation treatments and chemotherapy. Pt was felt to have a hostile abdomen with multiple adhesions and therefore it was decided to repair aneurysm using endovascular techniques. Anatomy was well suited for endovascular repair. Pt was taken to surgery and initially the procedure went well. Both femoral arteries were accessed and the aneurx stent graft was successfully advanced through the right groin sheath into the abdominal aorta. Attempts to deploy the device however were unsuccessful due to a mechanical defect in the deployment device. The first stent graft was completely removed and a second one placed through a sheath which had been advanced into the mid-abdominal aorta. Deployment of this device however also failed due to a defect in the deployment device. The device appeared to be working properly on the back table but when the tension was encountered the device failed. The second device was then removed from the pt and the proximal portion was successfully unsheathed on the back table. After covering ther proximal portion of the stent graft, it was re-advanced into the abdominal aorta. Manual release of the device was required and following deployment, the pt developed acute hypotension. Diagnostic studies initially revealed what looked like an extravasation from the distal right common iliac artery, below the lower portion of the stent graft. This area of bleeding from this area was controlled with the balloon while an extension was placed to cover the area of extravasation. Good results were obtained. The pt then redeveloped hypotension and another study revealed probable extravasation from the aortic aneurysm. Bleeding was controlled with a balloon placed in the proximal abdominal aorta, after which deployment of the entire stent graft was quickly accomplished. A contrast study following deployment revealed no evidence for any type one or two endo-leak. Nevertheless, the pt remained hypotensive and continued to require blood transfusions. It was felt as though there was likely continued backbleeding from lumbar vessels, which may have been extravasating through the ruptured aortic wall. For this reason, open abdominal exploration was performed, which did reveal a large tear in the proximal anterior and lateral aspect of the abdominal aorta. The duodenal tear was created by placement of retractors on the bowel, which had multiple adhesions. Because there was enteric spillage, repair was not possible with the prosthetic graft. The endovascular placed stent graft was removed. The proximal aortic stump was oversewn and both common iliac arteries were ligated. After good initial hemostasis, the pt then developed a coagulopathy. Pt began oozing from all raw surfaces within the abdomen and retroperitoneum. This could not be reversed with add'l blood products or add'l packed red blood cells. The abdomen was closed and the situation was discussed in detail with the pt's family. The decision was made to observe pt's progress after delivery of blood products to determine whether or not to proceed with axillary and bifemoral bypass. Despite add'l blood products, the pt's situation did not improve. Pt remained coagulopathic and continued to hemorrhage into drains. Overall status deteriorated with worsening hypotension, despite vasopressor support. The course was again discussed thoroughly with the pt's family and a decision was made not to proceed with axillary bifemoral bypass. The decision was made to back off on supportive measures, including the vasopressor support as well as add'l blood products. Afterward, the pt quickly deteriorated with severe hypotension. Pt then developed bradycardia, which progressed to an asystole. Pt was pronounced dead at 1835. Pt was still in the operating room at the time of death and had just been moved to regular bed from the operating table. It was presumed that the tear was created in the abdominal aorta due to the anatomical configuration of the aorta and became of the multiple passages of the stent graft which were required for adequate deployment. This led to severe hemorrhage and blood loss, which eventually caused coagulopathy and the pt's death.